Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 06-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 14-nov 2017 with the following findings: during investigation, the keypad buttons were responsive to user input. No damage was found to the keypad. The keypad was removed to find no contamination or physical damage. The pump was opened to find moisture on the keypad flex connector. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad down to the seal.